Event description:
Customer reported a button error alarm. The blood glucose reading is 230 mg/dl. Nothing further reported. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm during testing. Insulin pump had no up button response due to corroded keypad trace. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tube window.